Event description:
It was reported that the pump stopped all insulin delivery. There was no patient involvement as the pump was not being used on a customer at th time of the reported event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.